Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 30sep2019. The field service engineer performed troubleshooting, able to duplicate and confirmed the reported problem. The field service engineer then replaced the backup battery to resolved the problem. Installed a new power cord and alternating current (ac) strain relief. Performed specified requirements and safety tests after the repair, which the unit successfully passed.

Event description:
The customer reported the unit does not operate on battery. There was no patient involvement.